Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the display of the homechoice (hc) unit during drain 9 of 11. The home patient (hp) stated that she had pain in her belly, so she did a manual drain and drained out. The hp stated that the hc machine was alarming check patient line and would not clear. The technical service representative (tsr) reviewed the drain volume (dv), which was 0. The tsr asked the hp if she remembered how much the dv was in the manual drain. The hp stated she was not sure how much she drained. The tsr had hp press go. The hc machine alarmed check patient line in drain 9 of 11. The tsr asked the hp if the catheter was closed, and the hp stated yes. The tsr had the hp open the catheter and press go. The hc machine alarmed check patient line. The tsr had the hp do a manual drain. The hp drained out 19 ml and the hc machine went to stopped drain. The tsr assisted the hp with ending the therapy. The tsr asked the hp the troubleshooting questions, and reviewed the therapy, therapy log and the ultrafiltration (uf) per cycle. The technical service representative (tsr) explained that the hc machine was going to be swapped out. The tsr recommended that the hp contact the nurse and review the total uf setting with the nurse. The hp asked if the tsr could call the caregiver (cg). The tsr called the cg and explained that the hp had pain in her belly so she did a manual drain. The tsr explained the total uf setting. The tsr recommended that the cg contact the nurse and review the total uf setting with the nurse. The tsr explained that it was recommended that the total uf setting be set at 70% of the total uf, and that way the fluid did not accumulate in the belly. The tsr recommended that the hp do manual bags for that night and that the hp should not use the new hc machine until she reviewed the programming with the nurse. The cg agreed to contact the nurse. Per initial report, they arranged a swap of the instrument due to this issue. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) machine for the hp until the replacement machine arrived. No patient injury or medical intervention was indicated at the time of the initial report. The product analysis lab ( pal) confirmed the home patient did drain out 4580 ml during drain 9 of 11 on date of (B)(6) 2010 (date of the complaint).this drain amount exceeded the current iipv criteria.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issues. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. Iipv- adult confirmed in the logs, but not duplicated during pal evaluation. The pal confirmed the home patient did drain out 4580 ml during drain 9 of 11 on date of (B)(6) 2010, the fill volume was 2000ml. Probable cause: insufficient drain- use error; tidal uf removal set too low. (B)(4) is currently open for the reportable malfunction of iipv/over delivery.